Event description:
Two AED's were brought to the side of a sudden cardiac arrest victim but the batteries were not installed. The battery was available in the carry case for each AED but not installed into the device. A third AED with its battery installed was brought to the scene but not used since CPR was being performed. Emergency medical services arrived within 5-6 minutes and a shock was delivered with a defibrillator (manufacturer and manual or AED mode unknown).

Manufacturer narrative:
Since the reporter identified the cause, no product evaluations were performed. Since there was no product malfunction, only one MDR is being submitted. This event is being filed since it cannot be conclusively determined if the AED's caused or contributed to patient outcome.